Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a peak blood glucose of 231 mg/dl and no symptoms, and later administered an mdi injection when glucose was 164 mg/dl; the user expressed concern about elevated glucose during exercise and requested replacement supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.